Event description:
Abbott diabetes care received a medwatch report which reported the following information: it was reported by a pharmacist that the adc device detached prematurely after the customer bumped their arm against a doorframe. The customer stated they believed that the sensor filament had remained in arm due to pain and "something sticking out of his arm" (please note that the pharmacist also indicates the customer has poor vision). The pharmacist stated they were not able to examine the customer's arm to confirm, and there was no report that the customer had contact with a healthcare professional for treatment. Adc customer service attempted to contact the pharmacist 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.